Event description:
Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture : observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling.

Event description:
Patient reported left side rupture and capsular contracture, baker grade iii, diagnosed by ultrasound. The device has been explanted and replaced with a non-allergan device...

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported left side "rupture and grade 3 capsular contracture." Ultrasound confirmed rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: implants are ruptured and grade 3 capsular contracture.

Event description:
Patient reported left side "rupture and grade 3 capsular contracture." Ultrasound confirmed rupture. Device remains implanted.